Event description:
It was reported that "we have just performed a procedure in which the guide wire got stuck in the puncture cannula. We had to open a new set". The patient had no harm or injury.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one guidewire advancer assembly and one 18ga introducer needle from a hemodialysis kit for analysis. Upon return, the guidewire was partially advanced through the introducer needle. Signs of use were observed in the form of biological material. Visual examination revealed unraveling of the guidewire at the hub and distal tip of the introducer needle, as well as within the needle hub. A portion of the safety wire was protruding from the spring coil wire proximal to the needle hub. The tip of the protruding safety wire appeared spherical. Slight bends were identified at 2 locations along the guidewire body. The distal j-bend was misshapen but intact. The distal weld of the guidewire protruding from the needle tip was pulled apart to observe the core wire weld. It was observed that the core wire was separated from the guidewire tip. Visual examination of the returned advancer assembly did not reveal any abnormalities or defects. The returned introducer needle showed evidence of use but no obvious defects or anomalies. The proximal weld appeared full and spherical. The bends in the guidewire measured approximately 190mm and 805mm from the proximal tip. The guidewire was unable to be removed from the 18ga introducer needle; therefore, the total length of the guidewire could not be measured. The outer diameter of the guidewire measured 0.03760" which is within the specification limits of 0.0370" - 0.0385" per the guidewire product drawing. At the distal opening of the introducer needle hub, a portion of the safety wire was protruding from the spring coil wire. The section protruding from the spring coil measured 29mm in length. The outer diameter of the needle cannula measured 0.04980", which is within the specification limits of 0.0495"-0.0505" per the needle cannula product drawing. The inner diameter of the needle cannula was unable to be measured. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit which states "advance guidewire through needle or micro-introducer sheath (where used) into vein." The proximal end of the guidewire was advanced into a lab inventory 18ga introducer needle. The undamaged portions of the guide wire passed through the needle cannula with little to no difficulty. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and there were no relevant findings. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." In addition, "precaution: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guidewire unraveled was confirmed through examination of the returned sample. Visual examination revealed unraveling of the guidewire around the distal tip and proximal hub of the introducer needle. Additionally, the core wire was severed from the distal tip. The guidewire and needle passed all functional and dimensional testing performed. A device history record review was performed, and no relevant findings were identified. Guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force when tested per iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we have just performed a procedure in which the guide wire got stuck in the puncture cannula. We had to open a new set". The patient had no harm or injury.